Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro centrifuge vial with clear surgical residue on the lens. Visual inspection found residue on the lens with no visible damage. (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. PMA/510k #: this product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.1mm, vticm5_12.1, -10.00/2.00/89 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2018. On (B)(6) 2019 the lens was exchange for a longer length lens due to low vault. This exchange resolved the problem.